Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During visual analysis it was observed the inflation balloon burst radially and longitudinal. Proximal balloon material was missing. The distal end of balloon was inverted over the nose tip and the balloon wings were flared out. The delivery system/burst balloon was catching on the sheath distal tip. The esheath distal liner was bunched and delaminated. During dimensional inspection, the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Due to the nature of the complaint, no functional testing was able to be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from june 2020 to may 2021 for the commander delivery system revealed other similar complaints, but no edwards defect was identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If postdilation is needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Balloon burst: step-by-step: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. The complaints were able to be confirmed through the visual inspection of the returned device. However, no manufacturing nonconformance was identified during the evaluation. Dimensional measurement of the returned device was within specification. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, the patient had a high calcium load, and the heart team did a predilation with a 23mm balloon. The implant itself went smooth but the balloon burst when the valve was nearly fully deployed. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient (calcification) may have contributed to the reported event. Per the report, removal of sheath and delivery system was rather complex. The physician could not retrieved the balloon completely, but the devices were removed in one unit. The balloon burst likely altered the balloon profile. The burst balloon profile was enlarged and inverted over the distal nose tip. Such an altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in withdraw difficulty into the sheath. The liner delamination and bunching observed on the sheath are indicative of delivery system catching on the sheath tip. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. Upon visual inspection of the device, the balloon was separated. It is likely that additional pull force/excessive device manipulation was applied to overcome the withdrawal difficulty. It should also be noted that during visual inspection, inflation balloon material appeared to be missing. Investigation was unable to locate the missing piece, as it may have been removed and/or displaced during device removal. There was no observation of missing material from the field. Available information suggests procedural factors (withdrawal of burst balloon/excessive device manipulation) contributed to the reported event. The complaint for balloon burst was confirmed through the returned device inspection. Available information suggests patient (calcification) may have contributed to the reported event. The complaint for difficulty or inability to withdraw system through sheath was confirmed. Available information suggests procedural factors (withdrawal of burst balloon) contributed to the reported event. The complaint for balloon separated was confirmed. Available information suggests procedural factors (withdrawal of burst balloon/excessive manipulation) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), prior to implant of a 26mm sapien 3 ultra valve in the aortic position using transfemoral approach, a predilation with a 23mm balloon was performed as the patient had a highly calcified annulus. During valve deployment, the balloon burst when the valve was nearly fully deployed. Nominal inflation volume was used during valve deployment. A post dilation was performed with a 26mm balloon. During removal of the delivery system, the ruptured balloon could not be retrieved into the esheath. The devices were removed as a unit with the balloon at the distal tip of the esheath. Upon review of the device, a loose piece of the balloon was detected. However, there are no missing pieces. The balloon was complete outside of the body. There was no vascular disruption. The patient was doing well after the procedure. No complications were reported.